Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Customer also mentioned they had bruises on knees and elbows from the low bg event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.